Event description:
It was reported that a male patient, who had a right rtsa, underwent a revision procedure. The patient dislocated. The surgeon exchanged the 40+0 liner to a 40+0 constrained liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be provided. The explanted devices are not available for return as the facility is holding the product. No device images were available. No further information.